Event description:
During a coronary drug eluting stenting treatment procedure stent damage occurred. An ostial lesion in the totally occluded obtuse marginal (om) grafted coronary artery was pre-dilated with a 3.50x32mm maverick balloon. The physician attempted to cross the ostial lesion with a 3.50x32mm taxus express2 drug eluting stent but was unsuccessful. Upon removal of the stent it was noticed that "the stent was flared by the guide catheter". The procedure was completed with another 3.50x32mm taxus stent. No pt complications were reported.